Event description:
Approximately 5.5 months following the index procedure, a pacific xtreme balloon was used to treat thrombotic occlusion of the right sfa. Approximately 21 months later the patient had acute thrombotic occlusion of the right sfa which was treated with rotarex and lysis. The investigator assessed that the event was not related to the study device, procedure or drug. The patient recovered.

Manufacturer narrative:
The investigator assessment previously reported is not related to the revasc devices. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.